Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, remaining within safe range. After consultation, customer was advised to revert to multiple daily injections (mdi) as a backup therapy, while a replacement pump with updated software was to be provided by customer technical support (cts). Cts assisted with the necessary procedures for returning the malfunctioning pump and ensured customer was informed of steps to follow with the new device.